Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Matthieu ollivier, et al. ¿use of porous tantalum components in paprosky two and three acetabular revision. A minimum five-year follow-up of fift one hips.¿ 10.1007/s00264-016-3312-2.

Event description:
It was reported in a journal article that 2 patients experienced partial radiolucent lines without migration of the component. No revision procedure has been reported and patient outcome is unknown.